Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on a call after inserting 25 mm needle they were unable to unscrew the needle from the cannula. After several attempts they used a 45 mm needle and inserting in the fibula to complete the procedure. The patient was transferred to a medical center ICU.